Event description:
The patient required emergency admission to an acute care hospital in 2004 and again in 2005 with severe withdrawal sypmtoms. The intracathecal drug concentraion had been changed about 6 weeks from 1000mcg/ml to 2000mcg/ml. Dye studies were done after both episodes and did not reveal a problem with the device system. The pump was explanted and replaced. The patient's problems were reported to have resolved after the pump replacement surgery.